Event description:
New information received noted that the patient presented for a follow-up in clinic. The dislodgement was confirmed by fluoroscopy prior to the lead revision procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a dislodged left ventricular lead. The lead was explanted and replaced. The patient was stable.